Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer changed the infusion set and cartridge to resolve the blockage. Reportedly, customer resumed pump therapy.